Event description:
The customer reported the power on failed at the beginning of procedure and the handpiece connection was bent. No system messages displayed. One patient was under anesthesia. The procedure was re-scheduled two days later. There was no patient harm reported.

Manufacturer narrative:
There were no samples returned for evaluation and no additional information provided by the customer related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for this system for the last 24 months did not indicate any additional reports. This report was mailed to FDA on: 02/26/2009.